Event description:
The user received an erroneous alp result for one patient sample. The initial result was 139 u per l, repeat results were 118 an 275 u per l. The user then ran the sample in a microcup five times to check the alp precision with the following results: 119, 120, 119, 119 and 116 u per l. All testing was performed on the same day from the same sample tube. The user stated they then sent the sample out and it recovered 119 u per l several times, and this result was reported. Patient not adversely affected.

Manufacturer narrative:
The field service representative could not determine a cause and noted, he checked the sample and found it to be clear. He performed a check test with high results and replaced the st2 probe to correct this. Qc and patient samples were performed to verify the analyzer performance.